Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited progressively worsening t-wave oversensing. The rv lead remains implanted, but the physician opted to pace with the left ventricular lead only at this time. It was further reported that the patient was experiencing dizzy spells and periods of asystole were revealed on a holter monitor. The all capture management testing was turned off. The device and lead remain in use. No further patient complications have been reported as a result of this event.